Event description:
It was reported that the universal oscillating saw attachment does not work correctly. The event did not occur during surgery; there was no pt involvement, harm or delay reported.

Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, the attachment was visually inspected with observation that the pins in the blade locking mechanism were broken. The attachment was considered non-repairable and was not returned to the customer; a replacement oscillating saw attachment serial number (B)(4) was sent to the customer. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem.